Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (enlarged atrium, restriction of posterior leaflet and prolapsed anterior leaflet). The mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to <1. On (B)(6) 2022, the clip was noted to have detached from the anterior mitral leaflet (single device leaflet attachment (slda)) and mr had increased to 4. A second procedure was performed on (B)(6) 2022 and one clip was successfully implanted medial to the first clip for stabilization and reduction in mr. Attempts were made to place 2 more clips however, when grasping the leaflets the mean gradient increased to >9. Therefore, the clips were removed and the mean gradient decreased back to baseline. The procedure concluded with successful treatment of the slda and reduction in mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.